Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain, failed back surgery syndrome. It was reported that patient reports he is having electrical shock on the left side since (B)(6) 2019. Patient states he spoke with hcp office and they told him to call the manufacturer. Patient states he decreased the stimulation and it doesn't help the shocking. Patient states he falls once a month for the past 2yrs and have a pacemaker due to cardiac issues. Patient also reported that the implant is taking 2hrs to charge when he is getting all the coupling bars for the past 6 months. Patient states ins use to take 1hr to charge up. It was reviewed with patient that sounds like ins is charging well with all the coupling bars. It was verified with patient that the recharger is charging and working well. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was that patient lost weight (approximately (B)(6)lbs.). Steps taken to resolve the issue was pin point injection at one of the ancores. The issue was resolved. No further complications were reported.